Event description:
The user facility reported that the device is slipping. No patient contact has been reported. According to the user facility, the reported event was not the first time the product had been used. The item had been purchased as part of a retractor set.